Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower for both assays. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and discovered integrated multisensor technology (imt) errors. It was also determined that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc informed the customer that spinning tubes at a high speed can cause gel to become suspended and cause issues with the imt module and discordant results. Ccc dispatched the call to a siemens customer service engineer (cse). The cse performed an imt power flush procedure, calibrated the imt and ran quality controls, which resulted within range. The cause of the discordant, falsely elevated na and k results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.